Manufacturer narrative:
Inspection confirmed product is out of specification. The potential cause is due to incorrect manufacturing. According to the risk management report, the severity of harm is serious. Complaint will be escalated for further investigation.

Event description:
Per complaint (B)(4), during the removal of the peek-titanium scan adapter for the dental implant, the peek part was loose on the titanium base. The scan adaptor was compromised and a new appointment was scheduled for the patient. There was no patient involvement.